Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
D9, date returned to mfg: 1/22/2026. H3 and h6 codes, updated. Two used devices were returned for investigation. The device was visually inspected and found a bent cannula was observed, with the adhesive pad delaminated from the infusion site base. No other damages or anomalies were observed. The complaint of an adhesive issue can be confirmed. The probable cause is unknown.

Event description:
It was reported that the person with diabetes (pwd) had reported multiple issues with cleo 90 infusion sets. It was stated that two sets had failed to adhere during training, and two additional sets had been replaced due to blocked lines. Bent cannulas had been observed. The pwd had resumed using the current cassette and confirmed that changing the cleo 90 infusion set had resolved the line-blocked alert. The operator of the device was the lay user or patient. There was no patient injury. Patient details: born on (B)(6) 1969, weighing 185, male, non-hispanic or latino, white.

Manufacturer narrative:
A4 - weight: 185. A4 - weight units (patient): not provided. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.